Manufacturer narrative:
The devise was returned and evaluated at the time of the initial report.

Manufacturer narrative:
The insulin pump was received with intermittent down button response due to corroded keypad traces. No button error alarm was noted during testing. The following cosmetic damage was also found on the device: cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call that her insulin pump alarmed with a button error while she was at the zoo. The patient's blood glucose at the time of incident was 226. The customer does not recall any significant events leading to the keypad issues. Troubleshooting was initiated for the button error alarm, and the customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.